Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) of 600 mg/dl with trace of ketones. The cause for elevated bg was unknown. Customer administered a manual injection to address bg. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made for the customer to discuss diabetes management with a healthcare provider.